Event description:
Constant pain. Rptr has to be on pain medication all the time. She cannot do housework or take care of her family the way she was. She cannot be with her husband the way she should.